Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The 75-90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. After debulking with 1.75 rotablator, a 3.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the distal part of the lesion even after several attempts. When the device was removed, the strut of the first half of the stent was noted to be lifted. A 3.00 x 24 synergy¿ drug-eluting stent was then deployed successfully and the procedure was completed. There were no patient complications reported and the patient's status was good.